Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 29 mg/dl on (B)(6) 2018, and that their insulin pump would not calibrate to their glucose sensor. The customer's blood glucose at the time of the phone call is unknown. The customer did not indicate a form of treatment. The customer stated that they received a calibration not accepted alert and that they turned off the sensor before the low blood glucose event during the night. The customer declined troubleshooting for the low blood glucose and declined a review of best practices. The insulin pump will not be returned for analysis.